Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a complete lead was returned in two pieces. Visual inspection found full breach outer insulation degradation adjacent to the connector boot and an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. Electrical testing did not find any indication of conductor fractures however an internal short was noted due to procedural damage. The cause of external insulation abrasion is consistent with friction to device can.